Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that dirt was found in the bd plastipak¿ luer slip syringe. The following information was provided by the initial reporter, translated from portuguese: "material with internal dirt."

Event description:
It was reported that dirt was found in the bd plastipak¿ luer slip syringe. The following information was provided by the initial reporter, translated from portuguese: "material with internal dirt."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.